Event description:
The patient reported that she experienced blood glucose (bg) levels of 300 to hi (over 600 mg/dl) during the last month with positive ketones on one occasion. The patient reported that earlier in the day her bg was 546 mg/dl; she changed her site and corrected with the pump and her bg at the time of the call was 446 mg/dl. The patient declined troubleshooting and requested a call back but was unable to be reached at a later time. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.